Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Pt was revised to address knee pain.

Event description:
Customer reportedly administered humalog based on his meal and an unspecified result obtained on the advantage system. At 45 minutes later customer was "acting funny" and tested 157 mg/dl on the advantage system. Emergency responders were called, and customer tested 33 mg/dl on professional device 30 minutes after result of 157 mg/dl. Customer was treated with an IV containing glucose; he tested 102 mg/dl on professional meter and was able to consume a glass of juice on his own. One hour later customer tested hi (greater then 600 mg/dl) on the advantage system, and one hour after that result tested 188 mg/dl. Customer's test strips were expired. Low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.